Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been requested, but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
A patient report to baxter (B)(4) that he's been receiving low drain volume alarms and yesterday manually drained 4.4l after therapy with the homechoice (hc) was over. The home patient (hp) stated he drains ok when he stands up, however, the hc will move over to the next cycle when it has not drained everything out. The technical service representative (tsr) tried to explain the drain logic and checked the programming. The patient's fill volume was 1900ml and the last fill volume was 2000ml. There were 3 bypasses. The tsr explained to the hp they should not bypass the drains. The hp stated he cannot drain unless he stands up and he cannot sleep standing up. The tsr checked the next few days of therapy; there were 2 more bypasses. The tsr suggested the hp contact the dialysis nurse about the drain issues. The tsr advised to swap the cycler. No patient injury or medical intervention was reported. No further information is available.